Event description:
The pt's spouse contacted lifescan alleging that the pt's in duo meter was reading inaccurately high. The medical affairs specialist attempted to reach the pt by phone; there was no answering machine to leave a message. A letter will be sent. The spouse stated that the reported meter readings were consistently "hi" (greater than 600 mg/dl). The times and dates of testing were not provided. At the time of concern, the pt obtained a result of "hi" at 6:00 am. Pt took 20 units of humalog insulin based on the meter result. At 10:30 am they tested while feeling "pain". Characteristics of their apin were not provided. A result of "hi" was obtained. The spouse took pt to the hospital where a result of 13 mg/dl was obtained on the hospital device. They were treated with an IV and dextrose. The customer care representative discovered that the pt was using expired test strips, which can cause inaccurate results. Based on the information provided, it is probable that the pt took insulin based on an inaccurately high result caused by expired test strips. As a result, they experienced hypoglycemia and required medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter was replaced.